Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the luer port on the mp 4 module is not capped properly. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not received the actual device; however, a device from controlled/non-released inventory was visually inspected which confirmed that the luer port of the mp4 was not capped properly. The root cause to this issue has been identified as a worn core pin utilized within terumo's supplier's injection molding process. This worn core pin was allowing, in an intermittent occurrence, the potential of excess plastic to run into the port and caused the noted obstruction. A short-term and immediate corrective action measures, terumo has conducted a hazard/risk analysis and updated the fmea report to address the identified mode of failure. Terumo's supplier has replaced the worn core pin. Additionally both terumo's supplier and terumo cvs have implemented two separate 100% inspections of all parts to ensure continued effectiveness of the applied corrective action. Intermediate/long term: a gap analysis of terumo's supplier preventative maintenance program, current molding tool/process and inspection program is being addressed and modified with terumo cvs support. This will address how the core pin became worn without detection as well as how the defect was not discovered. (B)(4).